Manufacturer narrative:
Eval: method: device history record review. Results: no similar defect was reported during the mfg or package processes of this lot. Conclusions: a CAPA was opened to address this issue (B)(4). No investigation is required since the report issue involved in this is known and was previously investigated (B)(4). If additional info is received that affects the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: alleged issue: stapler jammed during use. No pt injury was reported.